Event description:
It was reported that the radio frequency (rf) head for the programmer was not working. The rf head was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head cable found out of electrical specification.